Event description:
A family member reported that the keypad buttons became unresponsive after the patient went swimming with the pump. She stated that the pump will not move beyond the verification screen. The family member stated that she attempted to resolve the issue by changing the battery, without success. She stated that the patient wears the pump exterior to his clothing and does not clean the pump.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are unresponsive. There was evidence of corrosion found under all key contacts. Evaluation revealed that the audio bolus button cover was detached. A bolus button leak and moisture on the pcb were observed during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.